Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Furthermore, the reported low flow alarms could not be confirmed as no log files were submitted for review, and the device remains in use. A specific cause for the low flow events and the suspected air entrapment could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 5 contains several steps to prevent entrapped air and ensure entrapped air is removed. The IFU warns that all entrapped air must be removed from the device to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 5 warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. If air persists in the pump sealed outflow graft for a prolonged period (more than 5¿10 minutes), rule out leaks at the sealed inflow cannula/pump connection. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight was not provided by the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after the device was implanted and running at a speed of 5200 rpm for about 30 minutes without flow issues, during packing of the chest, the heartmate 3 flows were 0 liters per minute (lpm) and the mean arterial pressure (map) dropped. Chest retractors were placed after removing packing. The speed was decreased and volume was given. A transesophageal echocardiogram (tee) was performed, and air was observed in the ventricle. The patient had not woken up post-op, and a stroke code was called in the operating room (or). The patient was put on supportive care per neuro, and the ventricular assist device was operating as expected after the air in the ventricle was resolved. The patient exhibited symptoms of hypotension which was corrected with medications. The vad functioned as intended so there was no plan of care.